Event description:
New information received indicated the patient's pacemaker was at normal end of service (eos).

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the patient's pacemaker was unable to be interrogated due to premature discharge of battery. Replacement surgery was planned but has not yet occurred. The patient was stable.

Manufacturer narrative:
The reported events of pairing anomaly, and device at elective replacement level (eri) were confirmed. The pacemaker device at elective replacement level was received for analysis. Electrical and mechanical analysis and communication with the programmer was normal. Review of the device image indicates the pacemaker triggered a false eri/eol alert due to low voltage fluctuation consistent with the pairing anomaly observed on the field. The device was cut open to enable further testing and the battery circuitry was found to be faulty and had depleted the batter prematurely. No other anomalies were found.

Manufacturer narrative:
The reported events of pairing anomaly, and device at elective replacement level (eri) were confirmed. The pacemaker device at elective replacement level was received for analysis. Electrical and mechanical analysis and communication with the programmer was normal. Review of the device image indicates the pacemaker triggered a false eri/eol alert due to low voltage fluctuation consistent with the pairing anomaly observed on the field. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found the battery circuit to be faulty and had depleted the battery prematurely after cutting open the device. No other anomalies were found.